Event description:
Pt with acute hemorragic pancreatitis, polyneuropathy, post tracheostemy, and respiratory failure requiring mechanical ventilation died during MRI while being supplied oxygen with a hand bagging procedure at 15 liters per minutes for 45 mins.

Event description:
Ni